Manufacturer narrative:
This complaint was received via user report and has been reported to FDA.the product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report covers 1 of 5 MDR's to be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "new sensor libre 3 plus was installed prior to going on a cruise ship for the week. My sensor alarm would go off in the middle of the night with an all-time low of 37 causing my family to rush to wake me and find sugar. I was unable to administer my insulin. It is reported that there were false readings. I became very ill on that trip fever, cough, headache, and continue to have a runny nose and tiredness even after taking all of prescribed amoxicillin. Test range was in the 60's with one high day of 161 causing me to administer 20 units of insulin." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.